Event description:
It was reported that the 9800 system locked up during a case. Also the system would not send images to pacs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working intended, and put back into service.